Event description:
Customer ran a blood test on his contour and received a reading of 80mg/dl. He was re-tested on the hospital meter and the reading was 256mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged customer did not have access to his meter and strips, so product information could not be provided. Product is not being replaced or returned at this time.

Manufacturer narrative:
Product information could not be obtained. It's not possible to determine the manufacture date or 510k number without the meter information